Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/20/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please confirm, did the two product codes reported (product code vcp589h-lot number uammsp and product code pdp339h-lot number tmmece) demonstrated the alleged deficiency. ("The patient had a suture that did not dissolve which created a small mass that needing to be cut out months later.")? Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Attached please find a copy of the healthcare information. Yes, the patient had a suture reaction that had to be removed months post surgery. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a animal underwent a canine spray procedure on (B)(6) 2025 and suture was used. It was reported that post op of an canine spay procedure that the patient had a suture that did not dissolve which created a small mass that needing to be cut out months later. The mass created a small abscess that was oozing and would not respond to antibiotics. Patient currently doing better and has recovered. Additional information was requested.